Event description:
It was reported that the patient had received inappropriate atp therapy for an svt which was observed via remote transmission. Reprogramming was recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.